Event description:
It was reported that the handpiece was turning on and off by itself during a surgical procedure. No add'l info is available. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported unintended activation condition was duplicated. Based on the investigation details, the likely cause was a failed ebox motor controller, which was replaced along with other components.